Event description:
It was reported that the patient's device was going to need replacement. The patient had been reprogrammed and mentioned having too many programs and not being able to figure them out. Additional information received reported that x-rays were taken and showed that the patient had leads that were anterior. The reason for the anterior leads was not determined. The patient had a revision on july 27th and received new leads placed posterior and a new ins. Following the revision the patient was doing very well.

Manufacturer narrative:
(B)(4). Lead model 376645, lot# v005237, implanted: 2006 (B)(6), explanted: 2012 (B)(6); lead model 376645, lot# v005237, implanted: 2006 (B)(6), explanted: 2012 (B)(6); programmer model 37742, serial# (B)(4).